Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded also corrosion on metallic surface was observed with dust and dirt. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
A device was returned to the third party service center as part of the recall process with no initial complaint. There was no report of patient harm or injury. During the evaluation of the device, the third party service center visually inspected the device and found no evidence of foam degradation. However, there were findings of a corroded unit power connector and corrosion on metallic surfaces. In addition, dust/dirt contamination was found inside the device. The device was scrapped. This report is being submitted for the corroded power connector found during service.

Manufacturer narrative:
H3 other text : evaluated by third party.